Manufacturer narrative:
The device, used in treatment, was returned in the form of photographic evidence for evaluation. We have not been able to establish a relationship between the reported event and the device. The root cause of the discoloration was found to be a bacterial infection. The manufacturing records for the reported lot number were reviewed, the product met specifications at the time of manufacture. The complaint history review found no additional complaints for the product and failure mode reported in the last three years. A clinical review concluded: photos of bandages were provided for review and confirms a blue color on the gauze. Per e-mail communication the discoloration was caused by a bacterium in the wound (pseudomonas), the bacterium was treated with an antibiotic. It was also stated that they ¿presume that the antibiotics have worked.¿ since no further harm is anticipated, no further clinical medical assessment is warranted. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the patient using intrasite gel for 5 years now. He puts intrasite gel on gynecological gauze and puts this in his open wound. Beginning of (B)(6) he ordered intrasite gel. When he changed the gauze, the gauze turned out blue. He did use several gels from the box but all with the same result. All turned blue. When he uses gauze without gel there is no discoloration. As soon exudation merges with the gel the gauze turns blue. It was concluded that there was a bacterium in the wound (pseudomonas) that gave the green/blue color and an antibiotic treatment has been prescribed to the patient.